Event description:
Ous MDR - on day after the implantation, it was reported that the lead had been implanted with normal sensing and pacing values and that a sensing loss was observed later on. After revision on (B)(6), loss of capture was reported and the lead was then exchanged. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was examined visually, electrically, and mechanically. During this inspection, no deviations from the technical specifications were found that could be related to the clinical complaint. The lead proved to be in conformance with specifications and ok. In summary, there were no indications of material defects or manufacturing errors.